Event description:
Patient called to report adverse reactions to her mentor silicone breast implants, both right and left. She stated that in 2012, she began to experience sharp pains and her doctor began treating her for fibromyalgia using multiple medications, including pain medication. Patient stated she also experienced memory loss, headaches, weight gain, sleep disturbances and severe body pain. She said she was referred to another doctor who confirmed she had silicone toxicity, not fibromyalgia, and suggested both implants be explanted. She stated she had them removed (B)(6) 2014. Since the removal of both implants, she is feeling better, no more sharp pain; she lost 11 pounds, and her headaches have improved. She said she still experiences some sleep disturbances, and is working with doctors to improve her memory loss.